Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Boston scientific technical services (ts) recommended device replacement and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Boston scientific technical services (ts) recommended device replacement and a safe replacement interval was provided. The device was explanted and replaced. It is unknown if this device will be returned. No additional adverse patient effects were reported.